Event description:
It was reported that hair was found within a bulb irrigation syringe component.

Manufacturer narrative:
It was reported that hair was found within a bulb irrigation syringe component. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and it was confirmed that hair was on the inside of the component between the bulb and the plastic part of the syringe. The root cause was determined to be an issue with environmental controls. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.